Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag-to-vent switch was replaced to resolve the issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported inability to initiate mechanical ventilation at the start of the case. The bag to vent switch was switched back and forth to initial ventilation. There was no patient injury.